Event description:
The manufacturer was informed by the site, that the excor blood pump of a pt supported with lvad was not ejecting properly. The site decided to exchange the blood pump due to a suspected defect of one layer of the triple layer membrane. After exchange of the pump, the lvad was ejecting properly again. Pt tolerated the exchange of the blood pump well.

Manufacturer narrative:
(B)(4). The excor blood pump, sn (B)(4), was used from (B)(4) 2014 (159 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump was returned and evaluated by the manufacturer, (B)(4). On visual inspection, the pump shows padding between the membrane layers. Further evaluation of the disassembled pump revealed a hole in the air-side layer of the membrane, at the edge of the membrane on the rolling radius of the stabilization ring. Additionally, a diminished graphite coating was observed in between the membrane layers. The graphite coating is intended to lubricate the membrane layers. This diminished graphite coating may have led to the abrasion between the membrane layers over time and formation of abrasion particles in the membrane interstices. These particles between the membrane layers caused increased friction at points which finally led to the defect in the sir-side layer of the membrane. When the defect occurred air was able to move between the membrane layers and form an air cushion which prevented the blood pump from completely emptying. (B)(4).